Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they either saw the elective replacement indicator (eri) or end of service (eos) message but couldn't recall. The consumer was told their primary cell battery would last two years, but it only lasted one year which they were dissatisfied with. The consumer already met with their healthcare provider (hcp) and discussed that the battery needed to be replaced, but they didn't discuss if the battery depletion was normal. Due to the battery depletion, therapy was off, and the consumer was in a high amount of pain. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.